Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient was hospitalized (B)(6) 2024, for 4 days due to high blood glucose (695 mg/dl) and mini strokes. The patient initially went for a cardiac test but was taken to the ER and then admitted to intensive care. Symptoms had included feeling sick, headache, tiredness, and altered vision. The patient had been using an insulin pump prior to hospitalization and was treated with an IV drip for high blood glucose. The patient had tested positive for ketones but couldn't remember the results. The event was not ongoing at the time of reporting, and the patient had been unable to upload pump data at that time. No further information available.